Event description:
The pt was undergoing laparoscopic appendectomy for acute appendicitis [diagnosed] by CT scan. A very small inferior umbilical incision was made. A veress needle was then inserted and insufflation of the peritoneum was then carried out with co2 until a tympanitic degree was obtained. The other two trocar sites were created at the left lower quadrant [using a size] 12 trocar and [at the] right mid quarter with the sites in place under direct vision. The trocar reducer [actually] tore and dislodged in the pt. The [single piece of trocar] was retrieved [and discarded] by the surgeon. The removal of the trocar piece [caused a minor delay in the procedure with no injury to the pt. It is not known if this is a single or multiple-use trocar reducer. It is not known if the use of the veress needle had anything to do with the trocar tearing. There are no contraindiations to the use of the veress needle with the trocar. The surgeon completing the procedure is experienced using this device. The site reporter has made multiple attempts to determine the MFR info and if this is a single or multi-use device but to date, has not been able to collect this info from the operating room staff.